Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. No root cause could be determined.

Event description:
The customer contacted physio-control to report that their device would not power on with either ac or dc power. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control performed an initial evaluation on the customer's device and was unable to verify the reported issue. The customer's battery was not returned with the device, and the printer and battery door were missing from the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on with either ac or dc power. There was no patient use reported with the event.